Manufacturer narrative:
The complaint product was not returned for investigation; however, a picture of the defective product was provided. The production department provded 10 magazines from the same batch for analysis. In comparable complaints the product was broken at the thinnest point of the tip. It is incomprehensible why the magazine on the provided picture is broken at the thickest point of the tip. It is assumed that a mounting error or an off label use by the customer. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. It also shows no deviations to our documentation. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. The provided products (from production) comply, after a visual inspection, to the specification valid at the time of production. Due to the fact the complaint product is not available for investigation, it is not possible to determine a root cause for the failure. Based on the information available as well as the results of the investigation, we exclude an error caused by manufacturing or caused by material.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). While applying clips, the plastic part of the magazine broke. The fragments were removed and a new magazine was used.